Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An account manager on behalf of the facility reported broken haptic. The event occurred during intraocular lens (iol) implantation procedure. Additional information was requested, but no further information is available.